Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address pain, swelling and instability that was interfering with range of motion approximately one year post-operatively. The surgeon reported that the tibial rotation did not match the correct placement for a medial congruent bearing as the soft tissues were too tight to allow component articulation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface left 14mm. Catalog #: 42512100714 lot #: 64842823, persona cemented stemmed tibial component left . Size f catalog #: 42532007501 lot #: 65284975, persona all-polyethylene cemented patella. 32mm catalog #: 42540200032 lot #: 65710733. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2024-00067, 3007963827-2024-00068, 0001822565-2024-00856 h3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address pain, swelling and limited range of motion approximately one (1) year post-operatively. Reportedly, the rotation of the tibia had resulted in conflict during flexion and the femoral component was not interacting with the articular surface correctly. An ultracongruent articular surface was used to correct the articulation. The patient was satisfied following the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. H6: mechanical (g04) femur. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that tibial rotation did not align for correct placement of bearing during articulation causing kinematic conflict; knee effusion; patient presented with ongoing pain, swelling and clicking with instability; impingement of soft tissues; change of bearing rectified the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.